Event description:
It was reported that while attempting to place a bd pegasus IV catheter into a pt, a nurse did not see a flashback of blood and removed the catheter. Upon removal, it was observed that a portion of the catheter had broken off and remained in the pt's wrist. The pt underwent surgery to remove the broken catheter.

Manufacturer narrative:
Results: a sample is not available for eval. An inspection of returned photographs revealed that the defect may have been caused by abnormal pull force. A review of the device history record revealed no irregularities during the mfg of the reported lot number 3357157. Conclusion: a detailed cause for this incident is not able to be determined based on the inspection of the returned photographs. Without a sample, an absolute root cause for this incident cannot be identified.